Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for ablation procedure. During the procedure, it was observed that there was no sensation of power being delivered (no echo halation either). It was assumed it might be due to the dual foil. The procedure was completed with same device. No patient complications were reported. Device is not returning as it was discarded in facility. It has been further mentioned that the rf tone was heard when energization was attempted, along with the bmc rf generator noted to be in the ready mode when the issue was observed. Also, tenting of the septum was confirmed before rf energy was attempted.